Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n410747, implanted: (B)(6) 2014, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v053450, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v068863, implanted: (B)(6) 2007, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 64002, lot # n410747, implanted: (B)(6) 2014, product type adapter; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot # v053450, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot # v068863, implanted: (B)(6) 2007, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient.

Event description:
It was reported that there was a loss of therapeutic effect. The patient woke up on the morning of the date of this report and felt a pulling from her dystonia on her right side. There was a problem with the patient programmer. The patient saw the poor communication screen. It was noted that the patient had tried replacing the batteries and was still seeing the poor communication screen. It was confirmed that the patient programmer was not being held over the implantable neurostimulator (ins) when the patient was checking the device. Patient placed the programmer over the implant and pressed the check button and was seeing on and ok. There was return of dystonic symptoms. Additional information was requested, but had not been received as of the date of this report.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy. The patient had received assistance from their doctor and their concerns were resolved. Patient was working with their doctor.